Event description:
The physician intended to use a rsint35009ux drug eluting stent to treat a 6mm lesion located in the ostial of the lad vessel. Lesion exhibited 80% stenosis, moderate calcification and little tortuosity. The device was removed from packaging and inspected with no issues noted. It is unknown if negative prep was performed on the device prior to use. The stent delivery system was advanced in the patient with no resistance encountered. The stent was placed at the lesion site and when the physician attempted to inflate the device it did not go up in pressure and failed to inflate. Blood was noted to be present in the indeflator when negative prep was pulled. The device was removed from the patient, the stent delivery system was tested and a leak at the 'rx monorail transition area' was discovered. The lesion was treated with another resolute integrity stent of the same size. No reported patient complications. Evaluation summary: the distal tip was flared. There were a number of kinks visible along the distal shaft. The distal inner and outer shafts were ripped extending 11mm distal from the guidewire entry port. Negative purge confirmed the presence of a leak. On pressurization of the device a leak was detected from the ripped section of the distal shaft. The stent was positioned on the balloon between the inner shaft markers. There was no damage evident to the stent segments or struts.

Manufacturer narrative:
Results and conclusions: (lesion morphology- target lesion exhibited 80% stenosis, moderate calcification and little tortuosity). (Procedural related - the damage to the distal inner and outer shaft most likely occurred due to the guidewire ripping through the shafts as the device travelled over the procedural guidewire). Deformation problem. (B)(4).